Event description:
It was reported that the patient was experiencing loss of stimulation due to leads had high impedances. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted device components will not be returned as it was kept by the facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2317-50, serial: (B)(6), batch: (B)(6).